Event description:
It was reported that this right atrial (ra) lead exhibited intermittent oversensing. The majority of the signals were appropriately blanked by the device. No actions were taken, and the lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited intermittent oversensing. The majority of the signals were appropriately blanked by the device. No actions were taken, and the lead remains implanted. No adverse patient effects were reported.